Event description:
The customer in (B)(6) reported that syncardia companion 2 driver, s/n (B)(4), supporting a pt and set to the (B)(6) language, exhibited an alarm that he did not understand. The pt was switched to a backup companion 2 driver without adverse impact. The customer also reported that when he changed the language on companion 2 driver, s/n (B)(4), form (B)(6), he observed that the alarm was the "high temperature" alarm. He then checked the filters in the companion 2 driver and discovered that they were dirty. The customer further reported that the companion 2 driver performed as intended by exhibiting the "high temperature" alarm because the filters were dirty, but the (B)(6) translation of the "high temperature" alarm was not correct. The customer also reported that after he cleaned the filters, companion 2 driver, s/n (B)(4), performed as intended without exhibiting any alarms.

Manufacturer narrative:
This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The customer also reported that after he cleaned the filters, companion 2 driver s/n (B)(4) performed as intended without exhibiting any alarms. Companion 2 driver s/n (B)(4) was not returned to syncardia for evaluation, because the customer did not report an alleged malfunction of the driver. After the filters were cleaned, the driver performed as intended. The customer reported translation error was confirmed. It was caused by incorrect translation of the "high internal temperature" alarm into the (B)(6) language. On june 25, 2014, ra-042 rev 004, translation procedure, was released. This procedure requires a linguistic certification, as well as an in-country review of translation, to address possible translation errors. Despite the customer-reported error, risk to the patient was low because the driver continued to perform its life-sustaining functions. Pursuant to chapter 14 in c2-900002-en, companion 2 driver system operator manual, the end user is instructed on how to address all alarms. If an alarm were to persist, the end user is instructed to replace the companion 2 driver with a syncardia approved backup driver. Gui software for the companion 2 driver will be updated to have the correct translation of "high internal temperature" in turkish on the next revision. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.